Manufacturer narrative:
Based on the information provided, MDR number 1020279-2013-00487 was filed in error. After a review of the complaint, our chief medical officer has determined this is not device related.

Event description:
It was reported that a revision was performed.